Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked. Nurse luo in the emergency department discovered a blood leak from a cannula after performing a puncture on a patient, immediately removed and replaced the cannula, the patient was dissatisfied and the customer questioned the quality of the bd product.

Manufacturer narrative:
Additional information added in section b.5. Correction: section h.6 health effect - clinical code updated from e2403 to e0506. Investigation results: 1. DHR/bhr review (lot#4352327): 1) the products of this batch were assembled at intima ii auto line 3 in jan 2025 and packaged at r240 & cfs package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo but did not return any defective sample. The photo shows 2 samples: one sample is normal, while the other sample has significant blood leakage at the catheter hub. 3. The retained sample of this batch is taken for 45psi leakage test, the leakage test is qualified, no leakage is found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and the retained sample. No similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows that there is blood at a catheter base, but the abnormal condition of the catheter base could not be identified from the photo, and since no defective samples were received for further inspection and analysis, the root cause of this defect cannot be determined. The plant will continue to monitor and control this type of defect.

Event description:
Additional information: it was reported that the user was exposed to hazardous materials, blood or body fluids. No information was provided if medical screening/intervention was required to avoid harm.